Manufacturer narrative:
This report is submitted on september 04, 2023.

Event description:
Per the clinic, the patient developed an infection at the magnet site. Subsequently, the patient was treated with antibiotics (type and duration not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the internal magnet. This report is submitted on november 01, 2023.